Event description:
In late 2008, the patient reported experiencing air bubbles in the insulin cartridge a few hours to one day after inserting it into the infusion device. He stated that his blood glucose elevated to 400-500 mg/dl due to this. His normal blood glucose level is 120-170 mg/dl. He was able to lower his blood glucose by priming the air bubbles from the system and bolusing. He stated that he does not allow insulin to warm to room temperature prior to use. He was advised to do so. He was educated on the cartridge change procedure. Further attempts to follow up with the patient were unsuccessful.

Manufacturer narrative:
No product will be returned for evaluation.